Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation was unable to determine the cause of the reported paravalvular leak and aortic valve insufficiency. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision transcatheter aortic valve was selected for implantation. Following valve deployment, post-procedural assessment revealed paravalvular leak (pvl). To address the pvl, the healthcare team performed balloon aortic valvuloplasty (bav). The healthcare professional did not report any adverse health consequences related to the performance of the product. The patient remained in stable condition throughout the procedure and recovery.